Event description:
The facility reported a female infusing heparin 25,000 units in 500 ml via a flo-gard single channel pump which over-infused resulting in an elevated activated partial thromboplastin time (aptt). A bolus of 8500 units was administered in the ed prior to transfer to the ICU. The IV pump was set to infuse heparin (25000 units/500 cc bag) at 32 cc/hour. After approx two hours the bag was noted to be empty. The nurse (rn) checked the pump setting and noted it to be 32 cc/hr and the total volume infused 635 ml. The physician and unit manager were notified. The IV pump and tubing were removed from service. A stat aptt was drawn. The aptt results were greater than 245. Intravenous site flushed with normal saline (ns). The physician was informed on the lab results. The pt was placed on bed rest and the sedimentation reaction (sr) was up x4. The pt was advised regarding the effects of the medication and the risks of fall/injury. No hematuria, increased bruising, or bleeding were noted during monitoring of the pt. The pt was stable prior to, during and after the event. The pt's vital signs were: pulse - 150, respirations - 20, blood pressure 116/82 and oxygen saturation of 98%. The pt outcome was good and the pt was discharged in good condition. The pt had been admitted in 2009 with atrial fibrillation, strep throat and hypokalemia.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filled upon completion of an evaluation or if any additional information becomes available.